Event description:
A system alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. Hb decreased from 8.5 g/dl on (B)(6) 2012 to 5.6 g/dl on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012 and received three units of blood. No other medical intervention was required. The patient does have multiple health issues, is currently receiving chemotherapy and is malnourished.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions, as well as instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. No similar problems reported subsequent to this event. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.